Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an infusion set occlusion after changing a cannula and tubing, resulting in elevated blood glucose that reached approximately 260 mg/dl, which resolved after replacing the supplies and using corrective dosing. Symptoms included nausea and headache. Outcomes included a device alarm for high glucose and non-medical assistance provided by another individual out of kindness while the user was ill. Investigation included troubleshooting and education with shipment of alternative infusion sets for evaluation. Investigation of this case revealed an insulin delivery interruption consistent with an occlusion of the infusion set, which resolved following supply replacement. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion leading to interrupted insulin delivery.